Manufacturer narrative:
(B)(4). Batch #: t5ey12. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with reload present. The reload was received fully fired. During further evaluation, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. It should be noted that product failure is multifactorial. One possible cause for this condition may be the exposure to cleaning solution. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an open lung lobectomy, "healthcare provider was unable to fire the pulmonary artery after he pressed on firing trigger. Healthcare provider informed that the first firing with power vascular stapler was okay, but he was unable to fire second firing. They noticed the stapler unable to fire, hence they release the closing trigger and changed to another unit of device to continue the surgery. Procedure was successfully completed. Patient consequence was not reported and no changes in the post operative care were reported.